Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not focusing on the image during a diagnostic laparoscopic cholecystectomy prior to sedating the patient. It was completed with a olympus back up device. There were no reports of patient harm.